Event description:
It was reported that the patient presented for an initial implant procedure of a ventricular leadless pacemaker (vlp) on (B)(6) 2026. It was noted the vlp dislodged but did not migrate due to still being attached to catheter. Fluoroscopy confirmed the dislodgement. The physician abandoned leadless implant and elected to implant a traditional system. The patient was stable throughout the procedure.